Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this implantable cardioverter defibrillator (ICD). In (B)(4) 2022 the estimated battery longevity was at 12 months and then in (B)(4) 2022 the estimated battery longevity was at 4 months. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis.